Event description:
The lay reporter contacted lfs on in 2009 alleging that the pt's one touch ultra meter does not power on. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt to obtain further clinical info and sent a letter to the pt to contact mss. The following info was based on the initial call. In the morning five days ago, the reporter alleged that the pt's meter did not power on. At an unspecified time later, the pt exhibited symptoms of headache, feeling dizzy and had blurred vision. The pt did not seek any medical attention or contact their physician for assistance. This is not the first time the product is being used. The meter did not power on by pressing the power button. The batteries needed to be replaced; however, pt did not have replacement batteries at the time of the initial call. The pt was using the correct vial of test strips. Products were replaced. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, readings prior to the event, how long symptoms lasted, and verify that she did not treat herself. The complaint is being reported since the reporter alleged that due to the meter not power on at an unspecified time later, the pt developed symptoms suggestive of either hyperglycemia or hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.